Event description:
(B)(6) 2021 16:04:15 pst ice batch user (batch_ice) phone (B)(6) complaint:(B)(4) complaint status: in process mdt initial contact: toni myllymaeki taken by: myllyt2 initial notes: crack behind pump inquired what led up to the complaint. Customer response: crack behind pump bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has been dropped. Not sure when the damage has occured customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack behind pump. 2. Damage occurred: normal use. 3. Location of the damage is: crack behind pump. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: yes expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Was damage to pump caused by the customer and/or by normal wear and tear: no adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending rpl additional notes: sending rpl ship: pump/return: pump country: finland city: salla zip: 98900 input date: 07/06/2021 warranty start: 11/18/2019 warranty end: 11/17/2023 batch - ng1928278h

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, detached retainer, broken reservoir tube lip, missing o-ring (reservoir tube), broken battery tube threads, cracked case - corner of belt clip rails, label damage (faded, stained) missing retainer ring confirmed during analysis. Cosmetic damage was confirmed at the back of the pump. The pump did not meet specifications due to p-cap not locking into the reservoir compartment properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.